Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb stent graft was attempted to be implanted to treat a 31mm aneurysm in a patient with a previous non-medtronic abdominal aortic stent graft. It was reported during the index procedure, after embolizing the right internal iliac artery, a 14fr non-medtronic sheath was inserted into the right common femoral artery (cfa). The sheath advanced beyond the highly tortuous external iliac artery (eia) to the planned implantation position, the inner cylinder was removed to attempt delivery of the endurant ii stent graft limb. However, during insertion, strong resistance was felt around the middle of the non-medtronic 14 fr sheath. While applying torque to the delivery system, insertion and removal were carefully attempted about 20 times, but the device could not be moved and it became stuck. The patient¿s blood pressure remained stable but in order to avoid the risk of causing access vascular damage, the physician decided to discontinue the use of etlw1613c124ej ( (B)(6) ), and removed the 14 fr non-medtronic sheath. A backup 16 fr non-medtronic sheath, which had been prepped in advance, was then inserted and positioned. A replacement endurant ii limb stent graft of the same model and size was delivered successfully, despite some resistance, and the procedure was completed with a touch-up. Upon inspection, no obvious kinks were observed to the exterior of the endurant ii which was removed along with the 14fr non-medtronic sheath. It was noted that there was slight resistance when removing the device from the sheath. Per the physician, the cause of the delivery issue was due to the patient's vascular morphology. The highly tortuous access vessel, may have contributed to the delivery system being stuck within the 14 fr sheath. The 16 fr sheath had a wide lumen, allowing successful delivery if the replacement endurant stent graft. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
B5: additional information received: it was confirmed that during visual inspection prior to insertion, no wrinkles or kinks were noted on the graft cover. It was said at first the physician tried to advance the device with as little force as possible but since it could make progress, increased force was applied. The IFU was followed when using the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.